Event description:
Info received from authorized online contact lens retailer by email on (B)(6) 2013: "customer claims husband received corneal ulcer, which has led to the need of a corneal transplant. Doctor indicated that it was caused by bacteria in his contact lens." Multiple attempts to contact pt for medical info, product and lot number by various channels resulted in no contact. No lot info is available and unable to confirm event. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No eval will be performed.